Manufacturer narrative:
Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: during a coronary intervention, a hub leak occurred; potentially cracked while application of three way tap. Saline was seen leaking from hub. The product will be returned for analysis.